Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure for the femoral and iliac bilateral thrombus. The catheter had a leak at the pump. A freeze screen was observed while doing thrombectomy inside the patient during the middle of the procedure. They reset the machine, but it did not work. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was noted as stable.